Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Broken weld on the elevator. Provider believes the weld wasn't heated to the right temperature causing the weld break.